Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the ez45b instrument would not deliver staples. There was no consequence to the pt.